Manufacturer narrative:
UDI: (B)(4). Product received for evaluation: DHR - to the specifications when released to stock. Failure analysis - no visible damage to the millar sensor or connector. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The complaint reported by the customer has not been confirmed as the device passed the test. The root cause of the issue reported by customer could not be determined as the device worked correctly. Possible root cause of the mashed catheter observed during product investigation could be probably due to a mishandling, as noted in the IFU of the product the device 826850 must be used with care to avoid any damaged.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports: other mfg report numbers: 1226348-2020-00149 and 1226348-2020-00150. A facility reported the cerelink icp sensor (ID 826850 - cerelink icp probe basic kit) could not be zeroed: a cerelink sensor was implanted, and after a few minutes the icp express monitor showed -99 mmhg. The customer changed the monitor but got an error message that the sensor can't be zeroed. Sensor was removed and an additional three were implanted with the same results. A total of four were used and removed, but only one was kept. The lot numbers are unknown. Monitoring was discontinued. No patient harm.